Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had 'motor maintenance required' alarm and error code 42224, which typically indicates a faulty main board and requires replacement. There was no patient involvement.

Manufacturer narrative:
D9 - product received date 8/19/2025. H3/h6 - test data. One device was received for evaluation for the complaint that the device had 'motor maintenance required' alarm and error code 42224, which typically indicates a faulty main board and requires replacement. The review of event log/alarm history found that no error code 42224 found. The review of service history review found that the device has not been in for service previously. The visual and functional testing was performed. The probable root cause of the reported problem was motor odometer reading shows 12264553. Downstream occlusion (dso) seal severe bubbling and it was replaced. All functional test of the device passed after repaired.